Manufacturer narrative:
A healing collar (hc445) was received. Visual inspection of the returned product identified that the threads and the hex feature were damaged (stripped), likely during the removal process. There were significant nicks and wear around the occlusal surface and the collar. No device lot number was provided so a device history record review and a complaint history review could not be performed. Visual inspection confirm the device malfunction of the healing collar due to stripped condition. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: UDI: n/a. G1-g2: contact office - name/address. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device lot number not provided/unknown.

Event description:
It was reported that the healing collar (hc445) would not disengage from the implant. A removal tool was used to remove the healing collar. Tooth location 19.